Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the wires came loose on the first device and they took all the wires and implantable neurostimulator (ins) out and put a new one in. In the process of doing this, they did it in a new location. The ins or leads malfunctioned. This first device malfunctioned 6 months after implant in 2009. The patient did not have the exact reason and stated the leads came out. It was noted they got it at the lower part of the body and was not serving any purpose and went to upper back towards the neck. The first time the wires came loose they were crunched up together. Relevant medical history included failed back surgery syndrome and spinal pain. No symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.